Event description:
A customer reported received a higher reading on his precision xtra meter when compared to a health care professional's meter. On (B)(6) 2011 the customer obtained a reading of 100 md/dl, and experienced "sweating, shakes, seizure-like symptoms," followed by a loss of consciousness. Paramedics were summoned and obtained a reading of 20 mg/dl on an unknown hcp meter. The paramedics administered oral glucose to the customer, but did not transport him to a health care facility. The customer reported self-treatment with humalog insulin, in addition to "cake icing and grape juice." There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is available.